Event description:
It was reported that upon interrogation, the device had a message stating backup vvi. The programmers screen seemed blocked. The tachy zone was off. The patient had MRI. The device was restored by software download. Patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.